Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Approximately two hours post procedure the patient presented with chest pain. A transthoracic echocardiogram (tte) showed a small pericardial effusion. A pericardiocentesis was performed, and 100cc of blood was removed. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Approximately two hours post procedure the patient presented with chest pain. A transthoracic echocardiogram (tte) showed a small pericardial effusion. A pericardiocentesis was performed, and 100cc of blood was removed. The patient status was stable.

Manufacturer narrative:
It was reported that two hours post successful amulet implant the patient developed pericardial effusion. Field indicated that there was no pericardial effusion noted prior to procedure. Request was made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported patient effects of pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed and 100cc of blood was removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.